Event description:
It was reported that this right ventricular lead exhibited noise, oversensing and pacing inhibition of three seconds. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported.